Manufacturer narrative:
The patient¿s meter and test strips have been returned on 3/30/2015 and 3/27/2015, respectively, and evaluated by lifescan product analysis on 3/31/2015 and 4/8/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged meter inaccuracy began 3 weeks prior to contacting lfs. The patient reported obtaining blood glucose readings of ¿159 and 230 mg/dl¿ with the subject meter. The tests were performed within a 20 minute period of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient informed the csr that she manages her diabetes with insulin (type and dose unknown). The patient claimed she administered an increased dose of insulin (35 units instead of 17) as a result of the alleged inaccuracy issue and reportedly developed symptoms of ¿shaking, sweating and blurry vision¿ as a result. It is not known, what medical treatment, if any, the patient received in response to the onset of reported symptoms. The patient claimed she did not perform blood glucose tests on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged inaccuracy issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.